Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a prolonged episode of dizziness/presyncope for about 45 minutes and presented at the hospital. Upon interrogation, the test revealed the ventricular lead was not capturing. The patient was in complete heart block with a ventricular escape. The patient was to be admitted to the hospital for further treatment. The physician stated that they believe the patient experience adverse health consequences due to the performance of the product since the prolonged presyncope episode required hospitalization. The patient was in stable condition.